Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account to discover the right head siderail bracket was bent and needed to be replaced. Per the hillrom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account ordered the right head siderail bracket to replace themselves to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the right head siderail would not latch in the up position. The bed was located in the simulation hospital at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).